Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-may-2023. Investigation summary: four samples and photo received by our quality team for investigation. Upon visual evaluation, blister pack appears damaged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Additionally, forty retained samples were inspected. No damages or issues were found related to package seal integrity. All packages were properly sealed, no defects observed. Based on the teams investigation, possible root cause is associated with the tape during the splicing process.

Event description:
It was reported that 9 boxes of bd precisionglide¿ needles had open packaging units found prior to use. The following information was provided by the initial reporter, translated from portuguese: "customer identified the problem in the packaging when opening the box, the sheets of the needle packaging were double and thus resulting in the opening of the needle packaging. She did not know how to inform the amounts of sample or material with deviation, as there would be other boxes of other batches that she had not opened yet, and she also did not count how many needles had the same problem inside the box that she opened... The packages came in duplicate, with the product opened, there are a total of 9 boxes with 100 units of the same batch".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 boxes of bd precisionglide¿ needles had open packaging units found prior to use. The following information was provided by the initial reporter, translated from portuguese: "customer identified the problem in the packaging when opening the box, the sheets of the needle packaging were double and thus resulting in the opening of the needle packaging. She did not know how to inform the amounts of sample or material with deviation, as there would be other boxes of other batches that she had not opened yet, and she also did not count how many needles had the same problem inside the box that she opened... The packages came in duplicate, with the product opened, there are a total of 9 boxes with 100 units of the same batch".